Manufacturer narrative:
(B)(4). The baxter field coordinator stated the patient was been retrained on aseptic technique. This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as they made a mistake. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of break in aseptic technique and peritonitis coincident with dianeal pd2 ultrabag therapies. On an unreported date, the patient began dianeal pd2 2.5% ultrabag and dianeal pd2 4.25% ultrabag, therapies (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal pd2 ultrabag therapies were ongoing. On an unreported date, the patient made a mistake and a break in aseptic technique occurred. On (B)(6) 2012, the patient was diagnosed with peritonitis, not requiring hospitalization. On an unreported date, the patient began treatment with amikacin (250mg, ip on the first day), vancomycin (1gm, ip repeated every fourth day), and fortum (1gm, ip, daily). Outcome for the event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient re-training on proper aseptic technique has been requested. A follow-up report will be submitted if additional information becomes available.